Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during therapy of fentanyl (dose, programmed amount and delivery rate unknown). The reporter stated "the bag did not completely empty". There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. Evaluation observed the device to deliver within specification. The reported under infusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.